Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. The aortic neck was 24 mm in diameter proximally with a length of 15 mm and 15 degree angulation. The vessels were moderately calcified and moderately tortuous. The physician stated that the patient presented in his office upon follow up there was an endoleak from the left iliac limb. The decision was made to repair the endoleak with an iliac limb extension. An iliac limb was implanted in the left iliac that was put in first was unsuccessfully then decided to extend that down to external iliac artery and the endoleak resolved. The physician stated that the endoleak was probably caused by iliac tortuosity and short iliac length in the original case selection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).